Event description:
The target lesion was the carotid artery. There is no info about the target characteristics. The target lesion was pre-dilated using a boston starling 4.0 balloon. A 7 x 40 precise stent was deployed. Remaining stenosis was dilated with another boston starling 6.0 balloon and a 8 x 40 precise stent was implanted. It is unk if post-dilatation was done or not. The index procedure was completed successfully. There was no occlusion of any vessel confirmed by angiography, but MRI revealed that branches of anterior cerebral artery were obstructed by small particles. The pt developed aphasia post procedure.

Manufacturer narrative:
This device is one of two products associated with this event. Please refer to MFR report # 9616099-2008-01585. The product involved has one of two possible lot numbers (13169251 or 13362087). The product remains implanted in the pt and is not available for analysis. Add'l info will be submitted within thirty days upon receipt.